Event description:
It was reported the patient had a fall 2 days prior where she "rolled down a gravel hill" and sprained her ankle and hurt her knees, hip, and shoulder. The patient had x-rays of the ankle and knee. The patient was not sure if the fall did anything to the device, and was not sure whether she felt stimulation. It was reported by the patient that ever since the fall, the device had "more groups and an extra pulse width added" believed to be caused by the fall. Additional information received approximately 2 weeks later reported the patient did not have concerns with the device or therapy, but "worried about her device a lot".

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; (B)(4).